Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd insyte-n autoguard caused infection at inserted site and systemic after removing piv for 2-3 days. Three babies had cellulitis caused by staph aureus, but one of them had cellulitis and systemic infection, which was caused by staph aureus . Another baby had cellulitis and systemic infection, which was caused by (B)(6). Four babies had medical interventions and were treated in the hospital.

Manufacturer narrative:
Corrected to adverse event. Corrected to required intervention. Corrected to "it was reported one baby had cellulitis along the vein while bd¿ insyte-n autoguard was still in place, but no drainage was noted when device was removed. The baby¿s blood culture was negative. This baby had medical intervention and was treated in hospital."

Event description:
It was reported one baby had cellulitis along the vein while bd¿ insyte-n autoguard was still in place, but no drainage was noted when device was removed. The baby¿s blood culture was negative. This baby had medical intervention and was treated in hospital.

Manufacturer narrative:
The previously submitted MDR were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that unspecified bd insyte-n autoguard caused infection at inserted site and systemic after removing piv for 2-3 days. Three babies had cellulitis caused by staph aureus, but one of them had cellulitis and systemic infection, which was caused by staph aureus. Another baby had cellulitis and systemic infection, which was caused by mrsa. Four babies had medical interventions and were treated in the hospital.

Event description:
It was reported that unspecified bd insyte-n autoguard caused infection at inserted site and systemic after removing piv for 2-3 days. Three babies had cellulitis caused by staph aureus, but one of them had cellulitis and systemic infection, which was caused by staph aureus. Another baby had cellulitis and systemic infection, which was caused by (B)(6). Four babies had medical interventions and were treated in the hospital.

Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure.